Manufacturer narrative:
Investigation of returned suspect mobile view station (mvs) power cord confirmed the reported problem. Visual inspection confirms physical damage to blades of plug. Continuity testing passed. No opens noted. Damaged power cord assembly. The reported issue was confirmed to be caused by an electrical failure of the power cord.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. The fuses and power cord were replaced. The mobile view station (mvs) was then power cycled and the fuses could not be caused to fail. The issue was resolved through part replacement. No parts have been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that when the user was attempting to charge the system, the battery indicator bars were not scrolling and the power line light was not green. The power line fuses were replaced and the issue was resolved. The power cord was also replaced as a precautionary measure. There was no patient present when this issue was identified.